Event description:
The customer indicated that the patient was scheduled for a tonsillectomy procedure and tested negative with an icon 25 hcg test kit. The customer did not know if the urine sample was the first morning void. The customer did not know if there was quantitative serum hcg test performed. About two weeks after the procedure, patient a returned for their post-op visit. Patient a informed their physician that they were 7 weeks pregnant. Patient a did provide any additional information regarding the methodology used to confirm their pregnancy. The customer indicated that the patient b was scheduled for a rhinoplasty procedure and tested negative with an icon 25 hcg test kit. The customer did not know if the physician followed up with a quantitative serum hcg test. About two weeks after the procedure, patient b returned for their post-op visit. Patient b informed their physician that they were pregnant. The customer did not indicate how far along they pregnancy were. Patient b did provide any additional information regarding the methodology used to confirm their pregnancy. The customer indicated that there has been no change to patient treatment that can be attributed to this event.